Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the right ventricular (rv) lead exhibited high thresholds. The crt-d was explanted and replaced. The rv lead was reprogrammed. No patient complications have been reported as a result of this event.